Event description:
A vague report was received that the infusion pump was "not pumping and reading correctly" when it was in clinical use. No add'l clinical info was able to be obtained. No pt injury was reported.